Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
After the first pass, the physician pulled the turbohawk back to take it out of the body, felt a slight resistance, and then the tip broke. The tip broke off near the bifurcation of the sfa and profunda. The vessel was moderately calcified and there was no resistance in the sheath. The turbohawk advanced nicely down the wall of the artery and only had an issue when the physician was pulling the turbohawk back. The tip was snared just below the knee. The physician snared the tip with a 4mm snare and then closed the patient. Evaluation of the returned device was completed on february 29, 2016. The turbohawk was received with a 6f introducer sheath. The turbohawk was inserted into a cutter driver. Inside of the sheath a snare device was inserted. The snare device was pulled from the distal end of the catheter in order to expose the hoop. No object was entrapped the snare device. The distal assembly of the turbohawk was inspected and noted the distal rotating tip was missing. The separated distal tip was not included with the received content. A 0.014" guidewire from the lab was inserted the guidewire tubing and was able to identify zipper tearing throughout. The customer's report of the tip separating has been confirmed. The turbohawk received showed the distal tip separated from the distal assembly. Zipper tearing of the guidewire tubing long the distal assembly was noted. The probable cause of the tip separation is likely that the user experienced guidewire prolapse while attempting to pull the unit from the patient. The instructions for use for the turbohawk includes the following: "never advance the distal tip of the turbohawk catheter near the floppy end of the guidewire. A turbohawk catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop. If this occurs, the catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should also be removed as part of the unit".